Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the orders placed to remove the patients foley. Writer attempted to remove 10cc from foley, only was able to remove 4 cc. Had patient reposition, stand up, etc. When patient stood, the catheter slid out. The balloon was completely deflated and only 4 cc was removed. The foley lda [lines, drains, airways] was documented that 10cc were inflated into the balloon.